Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade I. Ultrasound noted ¿suspicious lesion identified in the breast parenchyma, which was of fibrocystic appearance¿ which is not related to the device. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Cyst(s): unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported, right side rupture. Capsular contracture, baker grade I. Ultrasound noted, ¿suspicious lesion identified, in the breast parenchyma. Which was of fibrocystic appearance¿. Which is not related to the device. The device has been explanted and replaced with another manufacturer's device.